Event description:
Additional information received reported the volume discrepancy may have been due to the patient not using the "bolus dose box."

Event description:
It was reported that the patient believed the pump was not giving him the correct dosage and that at times he would receive more drug than he should. The patient also felt a "bump" at the side of his pump and was concerned it could be a sign of a problem with the pump/catheter connection; however, the cause of the "bump" was unknown. The reporter stated that the pup was refilled every 3 months and they "always" get more drug out than they should and that "almost half of the pump is still full." No alarms were reported. The device system was used to deliver clonidine and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8832, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information received reported that the event was due to "titrating to the appropriate dosage". The only interventions were dose adjustment related. The patient outcome was reported as no injury. A follow-up report will be sent if additional information becomes available.